Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? -minimally invasive esophageal resection. On which firing did this occur? The 1st and the 2nd. Did any pieces fall into the patient? No. If yes, were they removed? Na. Will all pieces be returned with the devices? Yes. If no, how were the pieces discarded. Na.

Manufacturer narrative:
(B)(4). Batch # m52v33. Cartridge damaged. The analysis results found that two sr75 reload was received. The reload (a) was received with the right gripping surface broken. The reload (b) was received with the left gripping surface broken. No functional testing was performed due to the condition of the reloads. Although no conclusion could be reach as to what may have caused the found damage of the cartridges, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the flank of the reload was broken when inserted. Changed reload but still had the same issue. Please find the pictures attached. A third like device was used to complete the procedure. There were no adverse consequences for the patient reported.